Event description:
It was reported that during a stent procedure in 2001, the stent was advanced, but would not cross the intended lesion. The stent was successfully and fully removed from the patient and the patient was treated with another stent. In 2001, the stent was identified as belonging to a lot that was recalled by guidant corporation due to the possibility of the sterility being compromised. The patient subsequently returned to the hospital emergency room with an upper respiratory infection. The patient was admitted as a precautionary measure and given antibiotics.